Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with a pd treatment. There were several air detected in cassette warnings in fill 3 of 3. Treatment was stopped and fluid was found when removing cassette from the cycler. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from unknown area. Patient was advised to reset up with new supplies after the cycler had time to dry out. In a follow up, a pd nurse reported that the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and has been using it with no further issues. The cycler set was not indicated as being available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with a pd treatment. There were several air detected in cassette warnings in fill 3 of 3. Treatment was stopped and fluid was found when removing cassette from the cycler. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from unknown area. Patient was advised to reset up with new supplies after the cycler had time to dry out. In a follow up, a pd nurse reported that the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and has been using it with no further issues. The cycler set was not indicated as being available to return.